Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 0339151; medical device expiration date: 30nov2025; device manufacture date: 04dec2020; medical device lot #: 0276647; medical device expiration date: 30sep2025; device manufacture date: 02oct2020. Investigation summary: the customer issued a complaint for activation problem detected during stability study at customer. Photos were provided to bd medical: pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This complaint is registered in bd complaint system and trend analysis will be performed. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported while using bd ultrasafe plus passive needle guard syringe the end user could not detect the activation starting. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: during the stability studies of the gp2411 project we are facing some problems with the device reaching the safe state (locked). We are suspecting that the issue is caused by a flag label we have attached to the syringe and sticks out from the nsd window. Once the device is activated, the device makes a ¿guillotine¿ effect on the flag label, and in some cases, the label seems to be avoiding the device to reach the safe lock state. During shelf life stability testing of combination product (9 months), the plunger rod travelled its full distance, engaged with the trigger fingers and activated the needle safety device. However, the needle safety device was fully deployed (i.e. Fully covered the needle) only a few seconds after activation: in one particular case, a few minutes after activation. The peel-off label on the syringe (also called flag label) was found to be crimped at the edge, suggesting there was interference between the label and the needle safety device components. Tolerance stack analysis and production qualification documentation indicate such interference should normally not be expected. Similar labels (same thickness, material and supplier) have been used with the x100l system and such an incident has not been recorded during, testing, production, or in commercial supply.